Event description:
The iab leaked. Blood was noted in the tubing. No alarm sounded from the pump. Unk - reported 6/4/97; none - reported 6/25/97. Unk - rpt'd 6/4, 6/25/97.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.